Event description:
It was reported that; during the dvr procedure, tubes were used without clam shells. Standard blocker inster was used instead of torque wrench. After procedure was completed it was noticed in xray the 2 tulip heads had popped off from the screw post. Screws were replaced no further issues. Update: per additional correspondence with sales rep, the cavity was open and there was no need to reopen the patient at the time the reported event was noticed.

Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assesment; result: the devices were inspected and it was confirmed that both tulip heads were disengaged from their main screw bodies. Further inspection showed deformity on the tulip head locking clips and on the tops of the main screw bodies. One screw was returned with the blocker still inserted into the tulip head. No relevant manufacturing issues were identified as all units met stryker specifications. It was determined that the surgeon was using a blocker inserter for final tightening. The surgical technique states that a torque wrench is to be used for final tightening as not to exceed 12nm. There is no way to determine the force exerted on the screw when using a blocker inserter for final tightening. Overtorqueing can lead to tulip disengagement. Conclusion: the most likely root cause is overtorqueing of the screw head due to using a blocker inserter for final tightening, which is a deviation from the surgical technique.

Event description:
It was reported that; during the dvr procedure, tubes were used without clam shells. Standard blocker inster was used instead of torque wrench. After procedure was completed it was noticed in xray the 2 tulip heads had popped off from the screw post. Screws were replaced no further issues. Update: per additional correspondence with sales rep, the cavity was open and there was no need to reopen the patient at the time the reported event was noticed.